Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) and right atrial (ra) and right ventricular (rv) leads, fine noise was observed on the atrial channel that appeared to be atrial fibrillation (af). Undersensing and oversensing was observed on the ventricular channel. Both leads exhibited high out of range pacing impedance measurements greater than 2,000 ohms and the rv lead exhibited high out of range shock impedance measurements greater than 125 ohms. Device and lead connections were verified. The programmer was rebooted and the wand was added in addition to leaving rf on. No further issues were observed. Boston scientific technical services (ts) discussed potential electromagnetic interference (emi). This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.